Manufacturer narrative:
Patient ref. # (B)(6). This report is for an unk - screws: locking/ unknown lot. Part and lot numbers are unknown; UDI number is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/ or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent ex humeral nail extraction as three (3) unknown screws were bothering the patient. The device was used during an intraoperative nail extraction. All locking screws were removed. Bony in-growth prevented the nail from being extracted. The handle broke during the attempted extraction process. The procedure delayed 15 minutes and fragments remove easily. Patient outcome were unknown. Concomitant device reported: unk - nail: humeral (part # unknown; lot # unknown; quantity 1). This is report 3 of 3 for (B)(4).